Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the system displayed multiple non-recoverable error code 319. The customer received phone assistance from the technical support engineer (tse). Tse instructed the user to disable universal side manipulator (usm) arm 3. This enabled the user to clear the error fault on the vision side cart (vsc) touchscreen. User continued with 3 usm arms; however, the system displayed recoverable error code 23095 and an alleged issue with usm arm 2 was experienced after continuation of the procedure. Follow up information stated that dvstat was contacted a 2nd time, and all troubleshooting steps were performed. Usm arm 2 was unable to move. Due to the this condition, the surgeon made a decision to convert the procedure to laparoscopic surgery. No post-operative complications reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was confirmed during system log review capturing both reported error faults, non-recoverable error code 319 on universal surgical manipulator (usm) arm 3 and recoverable error code 23095 on usm arm 2. According to the fse, the non-recoverable error code 319 and the recoverable error code 23095 are unrelated. Field evaluation reproduced the recoverable error code 319 due to a defective usm arm 3; however, was unable to reproduce recoverable error code 23095. Testing confirmed no issue on the other usm arms especially usm arm 2. After replacement of the defective usm arm 3, system was further tested, operated without error and verified as ready for use. Additionally, failure analysis (fa) completed of the returned usm arm 3 and the reported 319 fault on axis controller carriage (acc) was confirmed/replicated. The unit failed in normal mode and generated a 319 fault on acc. Fa found a curled up, damaged and loose rolling loop fiber cable inside the spar housing. Fa swapped with a new fiber cable, no error generated. Fa re-installed the original fiber cable and the unit triggered back the 319 error on acc. The rolling loop assembly was replaced. Usm arm 3 was repaired to full specification. A review of the site's complaint history does not reveal any other related complaints involving this product or this event. A review of the submitted image shows the reported error fault displayed and logged consistent with the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.